Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure while the patient was in recovery they started to experience left arm numbness and facial drooping. The patient was believed to have experienced a cerebral vascular accident and was kept overnight to remain under observation. No other complications were reported to have occurred at this time. It was further reported that the patient had a computed tomography procedure performed. The imaging confirmed that the patient experienced a cerebral vascular accident.

Manufacturer narrative:
H6 impact codes: imaging required f2203 added.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code facial paralysis. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0035720586. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (facial paralysis) (imaging required, hospitalization or prolonged hospitalization). Risk review: a risk review was completed and confirmed that the event of cerebral vascular accident (cva) (facial paralysis) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure while the patient was in recovery they started to experience left arm numbness and facial drooping. The patient was believed to have experienced a cerebral vascular accident and was kept overnight to remain under observation. No other complications were reported to have occurred at this time. It was further reported that the patient had a computed tomography procedure performed. The imaging confirmed that the patient experienced a cerebral vascular accident.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure while the patient was in recovery they started to experience left arm numbness and facial drooping. The patient was believed to have experienced a cerebral vascular accident and was kept overnight to remain under observation. No other complications were reported to have occurred at this time.